Manufacturer narrative:
Serial number: n/a, software version: n/a, color: pink, battery life remaining: n/a, per visual inspection: missing injection foot. Customer reports: got a low battery alert. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. A battery test was performed and battery measure at 0.90 volts. It was determined that the inpen does not pair with commercial mobile app due to depleted battery (0.90 volts). In conclusion: inpen battery lifetime its 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appear several times near the end of the battery lifetime. Unable to verify battery life remaining display in app. The customer complaint of low battery at inpen was confirmed via battery test.

Event description:
Information received by medtronic indicated that the insulin pen totally died. No harm requiring medical intervention was reported. Customer will discontinue use of the device.